Event description:
A second sensor was successfully implanted on (B)(6) 2023 due to the dampening of sensor (B)(6)..

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that no signal could be obtained from the sensor since the date of implant. The sensor was tested prior to implant. Directly after implant on (b)96) 2023 signal was obtained and the sensor was calibrated using a hospital electronics device. On (B)(6) 2023 it was concluded that troubleshooting efforts had been exhausted.